Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11485. It was reported that the patient presented to the clinic remotely via merlin.net with noise noted on the atrial lead channel of their pacemaker. The noise was initially attributed to myopotentials, but then later believed to be simply atrial lead noise. The origin of the noise remains unconfirmed as it was not reproducible. On (B)(6) 2021, the pacemaker was explanted and replaced for normal elective replacement indicator (eri). The new pacemaker was programmed to resolve the atrial lead noise anomaly. The patient was stable throughout.